Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test. Pump received with normal operating currents. No unexpected failed batt test alarm noted. Drive support disk was inspected and no anomaly was noted. Pump passed the dat at 0.08725 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked lcd window, cracked belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized in the intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 610 mg/dl. Customer reported that blood glucose was high at 600 mg/dl upon waking and did not lower. The customer was treated with insulin drip. The customer was not wearing the insulin pump at the time of hospitalization as it was removed less than 48 hours prior. The insulin pump will not be returned for analysis as customer declined troubleshooting.